Event description:
It was reported that the vision stent delivery system (sds) did not cross the heavily calcified target lesion in the left anterior descending artery (lad). As the sds was retracted into a non-abbott guiding catheter for removal, resistance was met and the stent dislodged in the area between the circumflex and lad. Snare and balloon attempts to remove or embed the stent were unsuccessful. The stent remains in the body. Coronary artery bypass graft was performed and the pt was reportedly doing well post-operatively. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned stent delivery system (sds) found no blood or contrast visible. The stent was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the balloon and inner member 1 mm distal to the distal balloon marker. There were two kinks in the shaft, 29 and 93 cm distal to the strain relief tubing. The kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. The tip length was measured and met mfg criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the lesion was heavily calcified, which likely contributed to the reported failure to advance. Factors which may contribute to resistance during retraction include, but are no t limited to, mfg, stent implant outer diameter , damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. To help ensure this difficulty is not related to a mfg deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the mfg process. The guiding catheter used during the procedure was not returned, and therefore it could not be determined how it may have contributed to the difficulties experienced. However, the returned sds was advanced through a new guiding catheter with no resistance noted. In this case, it is likely an interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the anatomy and guiding catheter, causing resistance, and further contributing to the stent dislodging from the balloon. Add'l therapy/non-surgical treatment was used in an attempt to retrieve the dislodged stent by a snare device and balloons, however, the retrieval attempts were unsuccessful and the pt was sent for coronary artery bypass graft procedure resulting in hospitalization. A review of the product mfg records did not reveal any non-conforming material records associated with this lot. In this case, the reported failure to advance, difficulty removing the sds, and stent dislodgment appear to be related to the operational context of the procedure. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances.